Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: part 310.19, lot 7897054 mfg. Date: 12 january 2015. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.0mm drill bit/qc/100mm product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications but there was a non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a planned bunion hardware removal (original implant date is unknown) a 2.0 mm drill bit broke on the distal portion, when the surgeon was using the drill guide an drilling into the bone. No fragments were left behind. Another drill bit was readily available and the surgery was completed successfully with no delay. This complaint is for one device concomitant devices reported drill guide (unknown part, unknown lot, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing evaluation is as follows. This complaint is confirmed. The drill bit was received in two pieces. The drill bit broke at the transition point from shaft to proximal coupling. The shaft outside diameter nearest to the location of breakage measured 1.97mm with calipers ca592 at customer quality which is within specifications of 1.97mm - 2.0mm per product drawing se_056293 revision o. Whether this complaint can be replicated at customer quality is not applicable for this condition as the drill bit is already broken. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.